Manufacturer narrative:
Follow-up # 1: date of submission 01/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the display screen was found to be fully functional with no lines. The pump was opened and no issues were found the display, flex or the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported lines on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.